Event description:
Reporter alleged that compact test strips were labeled with an expiration date of "11/30/08". The manufacturer's records show the actual expiration date to be 11/30/2004. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device. The customer was advised to discard the strips and so no product will be returned for eval.

Event description:
The account alleges that the head section was being lowered. When the head reached approximately thirty degrees, the head section suddenly dropped to the flat positon unintentionally. No injury was reported.